Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). A 12mm x 4.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. An initial inflation was performed to 18 atmospheres, on the second inflation the balloon ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The distal tip was damaged. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). A 12mm x 4.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. An initial inflation was performed to 18 atmospheres, on the second inflation the balloon ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).